Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient states approximately one week ago she fell, and was having increased pain in her right hip and leg. Patient states she turned up stimulation, but was not getting relief. Today cs tried to reprogram patient and was unable to get right sided stimulation other than the top of lead eight through 15, which provided low back coverage equally on both sides. Cs was unable to get stimulation down the right leg or only on the right side. Cs did an impedance check and found that contact for and contact 15 were orange as caution for use those contacts were avoided when reprogramming , patient also stated two days ago her patient programmer started flashing orange and beeping. She was not aware what the issue was. She took the battery out, put it back in, and the beeping stopped. Patient will be sent for imaging per dr becks office. Patient will also try new program given today which is group c. No changes were made to group a or group b. Patient denied all the complaints at this time.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2022 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2025, UDI#: (B)(4) ;product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.